Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post an ultrasound-guided breast biopsy, the probe trocar tip allegedly detached on the sterile tray. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the probe was returned. The sample tray assembly was not returned. No damage was identified to the rear housing. The trocar tip was received detached from the coaxial needle. It was noted that the cutter was fully rotated within the cannula. No other anomalies were noted. The probe was examined via x-ray imaging prior to functional testing. The image attached shows both of the front stops to be broken on the front housing. Functional/performance evaluation: functional testing was unable to be conducted due to the returned sample condition (cutter rotated, trocar tip detached). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion:the investigation was confirmed for the reported tip detachment, as the returned probe was received with the trocar tip detached. Furthermore, based on the x-ray image of the returned probe, the investigation was also confirmed for two broken internal stops. The definitive root cause for the reported tip detachment and the identified cutter rotated within the cannula was determined to be due to the identified broken internal stops. The broken stops allowed the cutter to advance too far forward and over-rotate. Likewise, the broken internal stops forced the cutter into the probe tip. The definitive root cause for the identified broken internal stops could not be determined based upon the available information. Labeling review: the current instructions for use states: complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post an ultrasound-guided breast biopsy, the probe trocar tip allegedly detached on the sterile tray. There was no reported patient injury.